Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. X-rays were provided and reviewed by a third party surgeon. The x-ray review confirms significant radiolucency along the inferior acetabular cup suggests osteolysis. There is asymmetric position of the femoral head within the acetabular cup consistent with polyethylene wear. Vertical orientation of the acetabular cup which likely predisposes to dislocation. Femoral component is intact with no radiolucency. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03982.

Event description:
It was reported patient has been indicated for a possible revision due to unknown reasons; however, no revision has been reported to date. No further event information available at the time of this report.